Event description:
Pt received a small puncture wound to her hand from a staple in the foot section of the upholstery. Pt was treated by rn in the surgical services area. Cleaned and bandaged the puncture wound. No other pt issues.